Event description:
The manufacturer received information alleging during testing the display does not show anything, only black screen on an ev300 device. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's cable, display ribbon defective. The technician recommended replacing the device's display ribbon cable to address the issue. No further investigation is required at this time.